Manufacturer narrative:
(B)(4). An investigation could not be performed. Reporter indicated that the device was discarded and is not available for evaluation. The cause of reported leak is unknown.

Event description:
Customer reported that over a month ago the rubber piece of the port (assumed to be the smart site piston) was stuck and partially pushed in and the pressure from the infusing fluid in a different port cause fluid to squirt out of the defective port. The product was not saved. There was no report of pt harm and no medical intervention was required. Customer stated that no further pt or event info is available.